Event description:
It was reported patient underwent a total elbow arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2014 due to a fractured ulna and a loose humeral component. All components were removed and replaced. A two hour delay occurred during the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09307 / 09308).